Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - wrinkling: unable to confirm as it is a medical event not related to the device -crease/folding of implant : unable to confirm as it is a medical event not related to the device. -pain: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Manufacturer narrative:
Mobile: (B)(6) postal code - (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, wrinkling and crease/folding of implant.

Event description:
Healthcare professional reported left side ¿silicone breast implant with multiple echoes inside it in the left breast, suggestive of intracapsular rupture ¿hypertensive areas bordering the left silicone breast implant," "some undulations and peripheral folds of accommodation," left side pain. Device remains implanted.